Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa k.g (oekg) there was the possibility that the reported phenomenon was attributed to the wear of the video connector socket due to repeated use for a long period of time because seven years have passed since the manufacturing of the subject device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that before the procedure, it was found that the scope detection of the subject device functioned only after several plug-in attempts. At that time, no error message was displayed. The video connector was replaced. There was no report of patient injury associated with this event. Olympus (B)(4) surmised that the reported phenomenon was attributed to the contact failure between the video connector socket of the subject device and the camera head.